Event description:
A report received from the USA stated an 840 ventilator became inoperable, due to the battery losing charge, while being used on a patient. It was reported that because of an ice storm, in the area, the user facility experienced a loss of power causing the ventilator to operate via the battery. After roughly six hours the battery lost it's charge rendering the ventilator inoperable. It was reported that the patient was removed from the device and placed on an alternate ventilator. There was no report of patient harm as a result of the event. The date of the event is unk at this time. No additional information is available at this time.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse re-charged the battery. Once the battery was re-charged power was restored to the ventilator. In the event that additional information is obtained. A supplemental report will be submitted. (B)(4).